Event description:
Procedure type: gastrectomy. According to the reporter: the (B)(4) circular stapler only cut 3/4 of the tissue after the staples had been placed. As a result, the device was lodged in the pt, and needed to be cut out. Consequently, the surgeon was forced to discard the stapler and perform the procedure again to ensure a proper anastomosis. It is uncertain whether the second device used was from the same lot as the device with the defect. Fortunately, the operation was a success, and the pt is not suffering from any unusual discomfort or pain.

Manufacturer narrative:
(B)(4).